Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided. The nail was removed and the patient was implanted with a new precice nail, without incident. No negative outcomes were reported. To date, the patient is doing fine and continuing their lengthening treatment.

Event description:
A representative reported that a patient's precice nail was removed after approximately three (3) days of implantation; the nail allegedly did not appear to lengthen.